Event description:
It is reported that the pt had a hip reduction due to dislocation.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: primary operative notes were returned. After implantation of components, stability was noted to be excellent. Notes from the pt's dislocation state that the pt was sitting when he heard a pop in his hip. No x-rays were returned for review to assess the component fit and orientation as per the surgical technique. It is unk if the pt abided by the recommended post-op precautions while sitting down, which led to the dislocation. Patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.